Event description:
It was reported that during the procedure, an 8x29x80 otw omnilink elite 35 peripheral stent system was advanced into an unspecified sheath, and to a mildly calcified, de novo lesion in the non-tortuous proximal common iliac artery. The otw omnilink elite balloon was inflated without issue, using a syringe, and the stent was deployed. However, the otw omnilink elite balloon was slow to deflate and difficult to retract into the sheath due to the inability to deflate the balloon, but was ultimately deflated and retracted. It was then noted that the deployed omnilink stent had migrated 2 to 3 centimeters distal to its original deployment site. As malapposition of the omnilink stent was suspected, an absolute stent was placed inside of the omnilink, treating both the suspected stent malapposition and the target lesion. There were no adverse patient sequelae and clinically significant delay occurred. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.